Manufacturer narrative:
Investigation summary: received one (1) used list #67pfs35, pediatric tracheostomy tube 3.5 tts flextend v neck 1/ea; lot #4388120. Sample was received with documentation stating the used sample had already been decontaminated. As received, no damage or anomalies were observed. A video was returned showing a tracheostomy tube being inflated with a syringe. The cuff can be seen not fully inflating and the balloon holding a large portion of the injected water. A syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water per packaging directions. The cuff of the set was observed not to inflate completely, with a portion of the water remaining in the balloon. The cuff was gently massaged and the whole cuff inflated. The customer's issue could not be duplicated, and a root cause could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that upon installation of sterile water, the cuff port balloon hyperinflated before any fluid progressed through to inflate the cuff. Over inflated cuff port balloon does not indicate inflated cuff, therefore the external mechanism for cuff inflation assessment is inaccurate. There was unknown patient involvement and unknown patient harm/adverse event reported.